Manufacturer narrative:
H6: health effect - clinical code ¿ hypervolemia e0304. H6: health effect - clinical code ¿ anxiety e020201. H6: health effect - clinical code ¿ tricuspid valve insufficiency/ regurgitation e062104. H6: health effect - clinical code ¿ cardiovascular insufficiency. H6: health effect - clinical code ¿ pain e2330. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with a complex past medical history significant for respiratory failure requiring tracheostomy, end stage renal disease on hemodialysis, gout, percutaneous endoscopic gastrostomy (peg) tube placement, heart failure, and vitreous hemorrhage of the right eye was admitted to the intensive care unit (ICU) with volume overload on (B)(6) 2024. Their hospital course was complicated by providencia rettgeri bacteremia on (B)(6) 2024, candida parapsilosis fungemia on (B)(6) 2024 and most significantly for persistent candida fungemia, with a prognosis that the left ventricular assist device (lvad) was now seeded with an incurable infection. The patient was also taken to the operating room (or) for a right carotid injury from their central line on (B)(6) 2024. A complete transthoracic echocardiogram (including 2d, color flow doppler, spectral doppler and m-mode imaging) was performed using the standard protocol. The echo found that the left ventricle was normal in size and there was mild increased left ventricular wall thickness consistent with mild concentric hypertrophy. There was global hypokinesis with minimal segmental variation and severely decreased left ventricular ejection fraction. The left ventricular ejection fraction by visual estimate was 25% to 30%. The lvad inflow cannula was not well visualized. The inflow cannula was oriented towards the inferolateral wall. The aortic valve opened with every heartbeat. The right ventricle was severely dilated. There was moderately decreased systolic function of the right ventricle. A catheter was present in the right ventricle and a catheter/pacemaker/implantable cardioverter defibrillator (ICD) lead was present in the right atrium. There was no mitral or aortic regurgitation. There were traces of tricuspid regurgitation. The pulmonary artery systolic pressure was mildly elevated. There were no signs or symptoms of thrombus. When compared to the prior study of (B)(6) 2024, there were no significant changes. The patient was given antibiotics for treatment (vancomycin and meropenem 1 gram every 8 hours, caspofungin 150 milligram daily). In the setting of ongoing conversations regarding the patient's uncurable fungal infection, it was noted their pain and anxiety was not successfully under control. The patient decided to sign a do not resuscitate (dnr) order on (B)(6) 2024. The patient and their spouse communicated their preference for care and wishes at the end of the patient's life with support from members of the palliative care team, heart failure, infectious disease (ID), and cardiothoracic (CT) surgery teams. On the evening of (B)(6) 2024, the patient independently expressed their desire to the multiple members of the ICU team (medical doctor (md), advanced practice provider (app) and registered nurse (rn)) that they wished to withdraw their life supporting care. They discussed their wishes to receive medication for pain and anxiety, and discontinue the following therapies: vasopressors, dialysis, mechanical ventilation, automatic implantable cardioverter defibrillator (aicd), and lvad. They understood that the changes to their care would hasten the end of their life but repeatedly expressed that they were "done" and "ready". On (B)(6) 2024, the patient was pronounced at 9:16 pm with their family members present at the bedside under comfortable care protocol. Additional information stated the patient passed away due to right ventricular failure, fungemia, end stage renal disease, and ventilator dependent respiratory failure.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that the heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including right heart, respiratory, renal, and hepatic failure), bleeding, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Both the heartmate 3 lvas IFU and the heartmate 3 patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.